Event description:
As reported by a field clinical specialist, a patient underwent a transcarotid tavr procedure with a 26mm sapien 3 ultra valve in aortic position via surgical cutdown. During the procedure there was difficulty mounting the valve on the balloon. The physician attempted three times and the valve continued to slide back after mounting. On the 3rd attempt, the proximal stent tine bent slightly preventing removal of the system. A decision was made to deploy the valve. During deployment, the valve "flowerpots" and slid off the balloon proximally aortic. The balloon was pulled back into the partially expanded valve and inflated enough to grab the valve. The valve was pushed back across the native valve and then deployed 80/20. There was no paravalvular leak and the patient is doing well. As per follow-up with the fcs, the valve alignment difficulty occurred during fine adjustment in a straight section of the anatomy and was not resolved. The valve was not between the markers during deployment and was positioned 4mm back from the distal marker. When across the native valve, the valve would slide back when the pusher was retracted and would continue to slide back further the longer they waited. The root cause of the alignment issue remains unknown. There were no issues during crimping or insertion of the delivery system into the esheath, and the loader was fully inserted. It is not known if the angle of insertion was steep. Ultimately, the valve was able to be successfully implanted in the intended position, and the delivery system and esheath were removed as a single unit without observed damage. No procedural injuries occurred. The perceived root cause of the "stent tine bends" was due to the difficulty during mounting.

Manufacturer narrative:
A supplemental MDR report is being submitted due to clarifying information indicating correction to device code. Corrected b5 and h6 device code. Updated b4, g3, g6, h2, and h11. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided by the site and revealed tortuosity in the carotid access vasculature. Through extensive complaint investigations, valve alignment difficulty events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to valve alignment performed in a non-straight section of anatomy, residual fluid left in the balloon after de-airing, and/or excessive device manipulation. The complaint for thv moves on balloon working length during positioning was confirmed based on the reported event description. Available information suggests that procedural factors (tension build-up) likely contributed to the event as valve alignment difficulties can lead to tension build-up in the system. The release of built-up tension within the delivery system during the procedure may have resulted in the reported valve movement on balloon during flex tip retraction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transcarotid tavr procedure with a 26mm sapien 3 ultra valve in aortic position via surgical cutdown. During the procedure there was difficulty mounting the valve on the balloon. The physician attempted three times and the valve continued to slide back after mounting. On the 3rd attempt, the proximal stent tine bent slightly preventing removal of the system. A decision was made to deploy the valve. During deployment, the valve "flowerpots" and slid off the balloon proximally aortic. The balloon was pulled back into the partially expanded valve and inflated enough to grab the valve. The valve was pushed back across the native valve and then deployed 80/20. There was no paravalvular leak and the patient is doing well. As per follow-up with the fcs, the valve alignment difficulty occurred during fine adjustment in a straight section of the anatomy and was not resolved. The valve was not between the markers during deployment and was positioned 4mm back from the distal marker. The root cause of the alignment issue remains unknown. There were no issues during crimping or insertion of the delivery system into the esheath, and the loader was fully inserted. It is not known if the angle of insertion was steep. Ultimately, the valve was able to be successfully implanted in the intended position, and the delivery system and esheath were removed as a single unit without observed damage. No procedural injuries occurred. The perceived root cause of the "stent tine bends" was due to the difficulty during mounting.